Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 sn: (B)(4) customer was getting error code 110.6021 and wanted to know how to correct this problem. I explain to the customer that he needed to replace his keypad in order to correct this problem. The customer said ok and ended the call. Case resolution: I explain to the customer that he needed to replace his keypad in order to correct this problem. The customer said ok and ended the call.